Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in had a hole on the side. The following information was provided by the initial reporter: the nursing colleagues tell me that the needles of the autoguard 20 g catheters are defective, it is like they have a little hole on the side, in the tip.

Manufacturer narrative:
H6: investigation summary six unopened units were received by our quality team for investigation. Based on the customer verbatim, the customer is reporting a hole or damage to the tip of the catheter. A microscopic investigation for damage to the tip and the catheter tubing as well as a leak test to identify potential damage and holes. The units were visually inspected for damage or abnormalities to the catheter tubing or tip. No abnormalities were found. The units were then subjected to leakage testing and no leakage was observed. A microscopic inspection of the needle tips was performed, and all six catheter tips were within specification. While performing the tip inspection, the catheter tubing was visually inspected for damage under magnification. No damage was found. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.16in had a hole on the side. The following information was provided by the initial reporter: the nursing colleagues tell me that the needles of the autoguard 20 g catheters are defective, it is like they have a little hole on the side, in the the tip.